Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer also reported that, the infusion set cannula was bent. Customer declined troubleshooting for the high blood glucose. Customer reported that, the inserter was messed up sites and causing high sugars. Customer did not report that the infusion set tape does not fit securely on the insertion device. Customer continued to bent cannula troubleshooting. The device will not be returned for analysis.